Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary: examination of the returned instrument found the instrument unable to be disassembled from mating part. The root cause could not be determined for the instruments being stuck. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There is a combination of four instruments that were damaged during this case. It was discovered that these items were damaged while putting them back together in sterile processing following the case. There were no delays during the actual case. The first two instruments that were damaged "or" the disassembly a tool threaded cap, and the disassemble a torque shaft 75 mm. There is a thread on the threaded cap that is stripped and the 75 mm torque shaft cannot be removed from the threaded cap. The second set of instruments that were damaged that work together or the bolt torque wrench handle in the bolt torque wrench body. The t handle that attaches to the bolt torque wrench handle broke off of that device and cannot be found in sterile processing. However, there is still a portion of the bolt torque wrench handle that is attached to the bolt torque wrench body and cannot be removed. No surgical delay.